Event description:
It was reported device did not work during surgery. Malfunction caused bleeding in the patient, no backup device from smith & nephew was readily available so a competitive device was used instead. Delay was less than 30 minutes and no serious patient injuries were reported.

Manufacturer narrative:
Visual inspection revealed scratches and tape residue on the exterior of the returned device. Functional evaluation revealed that the subject controller performed as intended and exhibited no functionality issues during the testing process. The energy output of the coagulation function did not appear to be diminished when activating a known good wand. The ablation and coagulation voltage output readings were within specified ranges. The complaint could not be verified and a root cause could not be determined since the returned device functioned as intended. Factors that could have contributed to re-bleeding include: (1) electrode wear on the used wand which could lead to diminished functionality, (2) insufficient saline flow to the surgical site, (3) the patient's compliance to instructions such as the types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot, or (4) blood clot falling off allowing the blood vessels to start bleeding again, (5) an issue with one of the concomitant devices in use at the time of the complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated.